Manufacturer narrative:
When additional information is received a follow-up med watch will be submitted.

Event description:
Rti surgical, inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with a an article found through literature search. Superior oblique tendon elongation with bovine pericardium for brown syndrome; pelinska k.; journal of aapos; 2025 feb 26:104155. Concerning a report of an off-label use of tutopatch in 10 patients (children) with brown syndrome who underwent superior oblique muscle elongation surgery. Eight patients improved after the surgery; two patients needed a second surgery (one patient due to superior oblique muscle paresis and one patient due to undercorrection). This report pertains to patient #2 (undercorrection).

Manufacturer narrative:
Despite repeated inquiries to the author, the review of the batch documentation could not be conducted due to missing product and patient data. The frequency analysis identified seventeen comparable complaints for the bovine pericardium product group, thus indicating a clustering. The apparent clustering identified does not result from various spontaneous reports, but rather from the description of the treatment of multiple patients in a single literature article. Therefore, it is not a true clustering that represents or could represent a trend or a signal of a potential risk to patients. This case refers to patient 6. A secondary surgery was reported for this patient, concluding from tabulated data this was performed because the patient showed no improvement after procedure. Numerous adhesions were found between the superior oblique and the superior rectus, which were removed, improving eye motility. Since no information could be obtained from the author, the case is closed.